Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the communicator was not holding a charge, and they hadn¿t been able to get a bolus since the weekend. The patient stated they were able to use it once or twice a day but then over the weekend they could not use the devices all together and they couldn't remember if they got a bolus or not. The patient mentioned that when they plugged it into the charger, the orange light showed up and the blue circle was not working. The agent asked if there was any visible damage to the communicator port and the patient said no, there was no visible damage on the port. The agent tried to explain the meaning of the lights and the patient said it¿s not working. The agent asked if they got a message on the handset about the communicator charge level and the patient said yes. A replacement communicator was requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 10-nov-2023, UDI#: (B)(4). H3. Analysis of the communicator found micro usb charge port is loose, passed battery charging bench test, and failed final functional jbal test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.